Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, may be experiencing battery depletion earlier than expected. The boston scientific crm technical services consultant agreed with the local area sales representative's observation that the device reached elective replacement indicator (eri) earlier than expected despite basically normal outputs. The consultant requested that the device be returned upon explant for analysis by the post market quality assurance laboratory. There was no report of adverse patient effect associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. If new information becomes available, this report will be further evaluated and updated. Upon receipt, a thorough evaluation of the product was performed. The measured battery voltage was found to be 2.55 v; engineering calculations confirmed that the device fell short of longevity expectations based on actual clinical use. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis were then conducted, which indicated that the device's static random access memory was drawing high current.